Manufacturer narrative:
Patient ethnicity and race: asku - asked but unavailable. Date of event: unknown, not provided. Best estimate of date of event is between (B)(6) 2021 and (B)(6) 2022. Device is not returning for evaluation as it was discarded by the account; therefore, a failure analysis of the complaint device cannot be completed. A review of the device record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain the missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient developed glare and halos with difficulty driving at night post intraocular lens (iol) implantation in their right eye. The doctor explanted the iol over 3 months post iol implantation. A non johnson and johnson iol was placed as the replacement lens. The explanted iol was discarded. There was no report of any other adverse events. No further information was provided.